Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that they did not feel well the day prior to the report, but felt better today. They also experienced bladder spasms, and were voiding every 15 minutes. They mentioned that they voided very little. Further information received on (B)(6) 2017, indicated that the patient was told by the healthcare provider that the spasms and not voiding were due to anesthesia. The patient was now able to void on their own. This occurred during the advanced evaluation that began on (B)(6) 2017. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.